Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was confirmed by a third party. In addition, the following reportable malfunctions were identified during the device evaluation: no image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: defective plug unit and cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope displayed error code e226 during inspection for use. There were no reports of patient involvement.